Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient had not been able to feel stimulation since last week. They had also started to "peepee my pants" since last week. They reported they went to increase therapy strength, but were not feeling stimulation. They typically felt stimulation when they increased therapy strength. They stated they would increase until a "zap" was felt, then back therapy strength down to where it was comfortable. They were on program 1 at 7.0 volts, and increased therapy strength to 8.2 volts when symptoms returned. They denied feeling any stimulation. They switched to program 4 and increased therapy to 7.0  volts on the call, but denied feeling stimulation. They then switched to program 2 at 7.0 volts and denied feeling stimulation. The patient then switched to program 3 at 1.9 volts, and reported they were feeling stimulation that was "too strong." They decreased therapy strength to 1.0 volts, and would maintain the stimulation level and continue to track symptoms/assess symptom relief for the next few days. The patient confirmed stimulation was in the bicycle seat area and comfortable. They were redirected to their doctor if the issue persisted. The patient inquired about battery life of the ins, and information was reviewed. They reported they had moved and did not currently have a managing healthcare provider. Physician listings were provided.